Manufacturer narrative:
The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex&#10245;esophageal stent was implanted in the esophagus during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2015. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure the wallflex&#10245;esophageal stent was fully deployed in the patient's esophagus. Per the physician, the patient experienced tracheal compressions and discomfort post procedure as the wallflex&#10245;esophageal stent had expanded against the trachea. The wallflex&#10245;esophageal stent was removed from the patient sometime between (B)(6) 2015 and (B)(6) 2015 (exact date unknown) and replaced with a different stent. The patient's condition at the conclusion of the procedure was reported to be stable.